Event description:
A report was received via social media from the patient that the scs system was providing pain relief. The patient believes that the pain relief masked damage being done to the discs in the back and that the scs was causing more problems than it is worth. The patient would like to undergo an explant procedure. No further information could be obtained.